Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that inspection identified a wire sticking out from the small grasping retractor instrument pulley. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue was identified during a da vinci-assisted surgical procedure, during retraction. Instrument exhibited grip failure. No fragment fell inside the patient. No known impact or patient consequence was reported.